Event description:
It was reported that during follow up, oversensing noise was noted on ventricular sense channel. The noise was reproduced with isometric exercises. Programming changes were made and the patient had external defibrillation support until lead revision was scheduled. The lead was capped and replaced during device change out.

Manufacturer narrative:
No medwatch form was received.